Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in the operating room for an unrelated surgery. Inappropriate hv therapy due to oversensing from the cautery. Multiple magnet reversions were noted during the procedure. It was recommended to reposition the magnet to exit magnet mode. Patient was doing well and will continue to be monitored with routine follow-up.